Manufacturer narrative:
Conclusion: the customer declined to return the device to posey for evaluation. Since the product was not being returned for evaluation the alleged issue could not be confirmed. Testing was performed on similar restraints from inventory and found that the limb holder could withstand forces greater than manufacturing specifications. Therefore, a tremendous amount of force would have to be exerted in order to break the device. Since the age of the device is unknown, it is also possible that wear and tear may have been a factor in the alleged complaint. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventive actions are necessary at this time. (B)(4).

Event description:
Supplemental required for additional received.

Manufacturer narrative:
Conclusions: product was requested for evaluation. Product has not yet been received. Note: this submission is based solely on the user's facility's reported issue. Note: the instructions for use states "never alter or repair this product. Always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or locks, buckles, or hook and loop fasteners that do not hold securely. Do not use soiled or damaged products. Doing so may result in serious injury or death. Dispose of damaged products per facility policy for biohazardous material. Manufacture record no. (B)(4). Product has not been returned.

Event description:
Customer reported the limb holder ripped. The wrist portion of the limb holder tore from the straps. Product had been in use for about 2 weeks and was being used on a (B)(6) year old male. The exact date of the event is unknown.